Event description:
It was reported that the pcu displayed system error and led to the device shutting down. Due to the event, the patient reportedly had "hypotension" and once the medication was restarted on another device, hypotension was "resolved." It was reported that the patient "expired" but not caused by the pump failure. The patient was in the hospital with an admitting diagnosis of decompensated heart failure and was receiving levophed 32mg/500ml (rate 60mcg/min) and epinephrine 4mg/250ml (rate 0.5mcg/kg/min) infusions at the time of the event. It was reported that the hospital's biomedical engineer performed test on the device and found that it had a "battery indicator fault." The pcu was then charged, "passed all tests and was put back into circulation" according to the report. Bd learned through due diligence that the customer did not believe that the event caused or contributed to the patient's death.

Manufacturer narrative:
Omit: f02 - death. Additional information: imdrf annex b, f codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had system error/unexpected shutdown was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu displayed system error and led to the device shutting down. Due to the event, the patient reportedly had "hypotension" and once the medication was restarted on another device, hypotension was "resolved." It was reported that the patient "expired" but not caused by the pump failure. The patient was in the hospital with an admitting diagnosis of decompensated heart failure and was receiving levophed 32mg/500ml (rate 60mcg/min) and epinephrine 4mg/250ml (rate 0.5mcg/kg/min) infusions at the time of the event. It was reported that the hospital's biomedical engineer performed test on the device and found that it had a "battery indicator fault." The pcu was then charged, "passed all tests and was put back into circulation" according to the report. Bd learned through due diligence that the customer did not believe that the event caused or contributed to the patient's death.